Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The customer informed the remote service engineer (rse) that the alarm occurred during setup. The device was outside of use at the time of the reported problem. No patient or user harm was reported. The customer requested onsite service of the device by a field service engineer (fse). In a good faith effort (gfe) response from a biomedical engineer (bme), it was stated that the device's diagnostic report (drpt) was not available. The device was being tested at the time of the event, but it was not stated that the alarm occurred during the power-on self-test (post). The bme believed the issue to be with the speaker assembly, but they were unable to access the speaker assembly during their evaluation of the device. Additional service is pending an onsite visit by an fse.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the speaker assembly to resolve the primary alarm failure. Following the part replacement the fse completed a performance verification (pvt), which the device passed, confirming the device¿s return to full functionality. The device was provided back to the customer ready for use.